Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was partially confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device broken, stripes in image, no image, fibre bonding in the outer tube area (distal end) was damaged, light guide cable plug of the video cable section contains foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore stripes in image occur and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer

Event description:
It was reported that the subject device exhibited very dark image which kept flickering. The issue occurred in the middle of a diagnostic thoracoscopic procedure with wedge resection. There was a delay of 5 minutes while the patient was under general anesthesia. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.